Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable benz benzodiazepines plus results from about three patient samples tested on the cobas c 303 analytical unit - emc. The reporter stated there was a possible interference issue with benzodiazepine plus testing. The reporter was able to provide one example of a questionable result: the initial result was reported outside of the laboratory. The provider ordered reflex testing as the results were flagged as presumptive positive. The initial result from the analyzer was "positive". The repeat result from another laboratory using the liquid chromatography-mass spectrometry (lc¿ms) laboratory method was "negative". The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas c 303 analytical unit - emc is (B)(6) . The field applications specialist (fas) investigated the event and noted that the customer did not mix the reagent pack before it was used. The customer stated that the issue was resolved when they loaded a new reagent pack and the patient sample was rerun. Product labeling states "carefully invert reagent container several times prior to use to ensure that the reagent components are mixed" the field service engineer (fse) inspected the analyzer and could not determine the cause of the event. He then loaded a new reagent pack which was fully inverted 10 times before use. He performed a precision test using urine quality control (qc) and a comparison test between the analyzer and the cobas pro using qc and patient samples. The investigation is ongoing.